Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files review contained data associated with controller_clock_corrupt alarm flags. It was unable to be determined what the cause of this alarm was based on the data recorded. A clock_time_changed event was recorded on 08apr2025. There were also low_pump_current events recorded. The patient had a history of low battery alarm which possibly could be the cause of the low pump current. There were no patient symptoms, the patient was outside when they realized the battery was beeping without being their extra system controller. The cause of the system controller clock corrupt event was unknown. There was a plan for a system controller exchange as soon as the international normalized ratio (inr) was on therapeutic level.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The exchange was planned for (B)(6) 2025. The log files were reviewed again and found more low pump current faults throughout the history. It was suggested if the patient was stable that the pump be power cycled by disconnecting the driveline. It was suggested that 20-25 power cable disconnects be performed after this and to send a new set of log files to see if the alarms reoccur. There were no other unusual events seen in the log files. The system controller was then exchanged. The log files were reviewed and only showed a couple lines of data following the system controller exchange. It was again suggested that 20-25 power cable disconnects be performed to see if low current alarms return. There were no other unusual events seen in the log file. The system controller and modular cable were changed and would be returned. The system controller exchange resolved the low current faults.

Event description:
Further review of the log files showed a timestamp of (B)(6) 2000 along with system controller clock reset alarms that were active until the clock was set on (B)(6) 2025. Given the clock will reset to (B)(6) 2000, the onset of the clock reset occurred 49 days prior to when the clock was set on (B)(6) 2025. This places the onset of the system controller clock reset alarms and clock reset to (B)(6) 2025. It was noted that the patient had a history of low battery alarms on (B)(6) 2025. The log file was not available from the time of the patient's visit to the emergency room on (B)(6) 2025. The cause of the low battery alarms was the patient traveling around town and draining their batteries. The patient did not have their spare batteries with them. The low battery resolved when the pump was connected to the power base unit while charging their drained batteries in the emergency room.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent low pump current fault flags; although a specific cause for these findings could not be conclusively determined, the observed events appear to have been caused by an electrostatic discharge (esd) event. The submitted controller event log file contained events recorded with the default timestamp on 18feb2000, as well as on 08apr2025 after the controller clock was updated. Controller clock corrupt alarms were captured from the beginning of the file suggesting that there was a complete loss of power to the system which was attributed to the patient draining their batteries (further addressed under the controller investigation). An additional controller event log file was submitted containing events on 06may2025. Throughout the files, intermittent low pump current fault flags were captured, but did not appear to impact pump function. Review of the submitted lvad event log files revealed that the low pump current fault flags were related to an issue with the drive phase current in i4; the observed events appeared to have been caused by an esd event occurring sometime prior to the start of the log files. It was recommended by an abbott technical services representative to power cycle the pump by briefly disconnecting and reconnecting the driveline to resolve the issue. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Provided information revealed that there were no patient symptoms observed in association with the event. The account indicated that there was a plan to exchange the controller as soon as the patient's international normalized ratio (inr) was on therapeutic level. The controller was exchanged on 07may2025 and the low pump current faults reportedly resolved. An additional set of log files were submitted following the reported controller exchange. The controller event log file contained relevant events on (B)(6) 2025 from 08:56:19 ¿ 08:56:28 and captured the pump ramping up to the stored patient speed without issue once the driveline was reconnected to the new controller. The low pump current faults appeared to have resolved via power cycling following the controller exchange. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 6 of the IFU, ¿patient care and management¿, and section 1 of the patient handbook, ¿introduction¿, explain that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device (lvad) to stop. These sections instruct that the device should be connected to battery power when performing activities that can generate static electricity and list some possible activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook, ¿living with the heartmate 3¿ also contain a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, including the lvad fault alarm, as well as how to respond to each alarm condition. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of these documents. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.